Manufacturer narrative:
(B)(4). Batch # p5676n. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during the rectal cancer resection, when severing the rectum, could not open the jaw. Entered the release button repeatedly, finally opened the jaw, and found the staples malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p5676n. Device evaluation: the analysis found that one ec60a device was returned with no apparent damage and with an ecr60g partially fired cartridge loaded on the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Photographic analysis: first picture shows the handles of a device with the batch number p5676n. Second picture shows a green cartridge in a side view, staples legs protruding can be seen. Third picture shows a device and a green cartridge, the one piece sled can be seen advanced. Based on the photo alone the event describe is confirmed.